Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and was not able to confirm the reported complaint, however the error logs indicate that an error that causes an inability to mechanically ventilate had occurred. The data acquisition board was replaced and the unit was returned to service. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit alarmed during preuse checkout and lost the ability to mechanically ventilate. There was no report of patient involvement.